Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l48282, implanted: (B)(6) 1998, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the hcp had been seeing discrepancies at the last several refill sessions with the patient. Upon withdrawing medication from the pump, he was getting 6-8 mls more than expected. The patient was in for a refill on (B)(6) 2015 and withdrew a little more than 12 ml when expecting 7.1 ml. The patient was complaining of increased pain. The hcp decided to send the patient for a dye study. The pump was refilled with 40 ml of drug and the patient was given a referral to see radiology for a dye study. The issue had not been resolved at the time of this report. The patient status at the time of this report was alive no injury. Additional information was requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.